Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that on (B)(6) 2023, the patient experienced that the infusion set cannula was bent and issue occured with estimated twenty-five infusion sets. Within 3 or more hours of thigh insertion customer noticed symptoms. At the time of issue blood glucose was estimated 350 mg/dl. Additionally, location site was regularly rotated, and the infusion set was used for estimated 24-48 hours. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1899740-MDR 3003442380-2024-05516-device 22 of 25.